Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3093-28, lot# v519211, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient fell and had all impedances. It was no longer working to control their symptoms. The fall was directly on the battery. A nurse practitioner attempted to program around it, but there was no progress. The system was explanted completely and the issue was resolved.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the fall occurred in (B)(6) 2015. It was noted that the patient passed out and hit their head 3 times and their left foot was paralyzed in the fall. They did not have a stroke, but perhaps a quick bleed. They were hospitalized for 4 days, and in a care facility for three weeks afterwards. They went home with a brace and were noted to be improving daily. On (B)(6) 2016 it was noted that their device was not working as well. All impedances using ¿0¿ were found to be >4k ohms. The patient was using 3-1, and they could feel stimulation working when it was turned up. It was noted that their current circuit was intact, and the healthcare provider would monitor the circuits in 4 months to ensue others did not malfunction. On (B)(6) 2016, the patient mentioned having uti symptoms, and that their device did not seem to be working well. All 0 leads were >4k ohms, and they were noted to be on c2 program. Turned up from 2.0 to 2.3. The patient was started on medication for the uti and lab work was done: urine culture and sensitivity. It was noted that if the patient continued to be sore, they could consider moving the generator. An x-ray was ordered to check the device. On (B)(6) 2016 the patient was seen due to the recurrent uti and x-ray results. It was noted that they took amoxicillin twice a day and felt better. The x-ray results were as follows: ¿spinal stimulator overlies the sacrum. The sacrum sacral stimulator lead extends satisfactorily into the pelvis. There is a subtle lucency of the lead near the device. This does not appear to be related to a discrete break but may represent minimal tortuosity/line positioning.¿ the lucency was noted to be of uncertain significance. The patient had turned the stimulation down to 2.1 on program c2, and noted it was not working as well as the first unit. Stimulation was then turned back to c+1- (e2 mopping) which they were on previously, and they would follow up in 4 weeks. They also mentioned several symptoms at this appointment: fever, chills, fatigue, abdominal pain, joint pain, neck pain, back pain, frequent urination, painful urination, hesitancy, and urgency. The patient¿s medical history included: urinary urgency and overactive bladder. The patient¿s concomitant medications included: oxybutynin 15 mg/24 hr tablet, extended release 1 tab orally once a day (taking in all records). Bactrim ds 800 mg- 160 mg tablet 1 tab orally 2 times a day (taking on (B)(6) 2016, not taking on (B)(6) 2016, and discontinued on (B)(6) 2016). Nitrofurantoin monohydrate/macrocrystals macrocrystals-monohydrate 100 mg capsule 1 cap orally 2 times a day (not taking on (B)(6) 2016 and discontinued on (B)(6) 2016). Sulfamethoxazole-trimethoprim ds tablet, 800 mg-160 mg, 1 tab orally 2 times a day for 3 days (started for uti on (B)(6) 2016 and discontinued by (B)(6) 2016). Amoxicillin 500 mg capsule 1 cap orally 3 times a day (unknown start date, discontinued by (B)(6) 2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the fall occurred "a few months ago".